Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The operating currents are normal and no off no power anomaly noted. No unexpected battery out limit, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump experienced an off no power anomaly after changing the battery. Customer stated that the pump is shutting off with no prior alert indication on the screen. Customer's blood glucose reading was 153 mg/dl. Product was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.